Event description:
Procedure type: roux-en-y. According to the reporter: the orvil was placed and attached to eea with no problem. The instrument fired and the black knob turned two full turns until clicked, but the anvil did not tilt to be removed from the pt. The surgeon cut out the anvil, re-stapled across pouch and redid the anastomosis.

Manufacturer narrative:
Initial report sent: 04/16/2009.